Event description:
Pt in pulseless ventricular tachycardia. Pt defibrillated successfully at 200 joules and 300 joules. "Low battery" indicator came on, battery changed. Pt condition unchanged, attempt to defibrillate at 360 joules unsuccessful. Monitor displayed "poor pad contact." Pads check, but monitor still displayed message. Other device available on scene and used.